Event description:
Additional information received that according to source document death narrative the patient passed away in a rehabilitation hospital. Causality assessment provided as: not related to procedure, devices, disease under study; causal related to underlying conditions or disease. Subject was discharged from thrombectomy and admitted to the hospital's rehabilitation unit for rehabilitation, and died on (B)(6) 2024 after recurrent fever from severe pneumonia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was discharged from thrombectomy and admitted to the hospital's rehabilitation unit for rehabilitation and died on (B)(6) 2024 after recurrent fever from severe pneumonia. Baseline modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) 16. This event had an onset date of 2024-02-07. Other actions taken included intravenous infusion of anti-infection and antifungal medications; ventilation by humidified respirator. Diagnostic tests on (B)(6) 2024 c-reactive protein with result 630.7ug/l, significant; body temperature result 38 degrees celsius, significant; calcitoninogen result 2.14ug/ml, significant. This event occurred post-procedure and was not a recurrent or new stroke. Adverse event (ae) was not related to the disease under study and had a causal relationship with an underlying condition or disease. Ae did not result from a device deficiency. The site assessed this event as not related to the study device or procedure. On 2024-jul-31 the clinical events committee (cec) adjudicated this event as possibly related to the study procedure. The pre-procedure mtici score was 0, final post-procedure mtici score was 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.